Event description:
Implant date: 01/14/1993. X-rays take on 11/11/1994 revealed a fracture of a bone screw. Revision surgery on 01/18/1995 to replace construct at which time loose screws and a pseudoarthrosis was found.